Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not hold a charge anymore. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded.